Event description:
It was reported that this device was explanted due to premature battery depletion (pbd). No further details were provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient called in to provide explant date and device was exchanged due to early battery depletion. However, patient was not found in databases with the information they provided, therefore, no further details were provided. The complainant was unable to provide the suspect device serial number and/or model. Therefore, the product information is unavailable.